Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to a bent cannula. Therefore, she tried to treat it with glucagon injections(two), but on (B)(6) 2021, she was admitted to the hospital due to diabetic ketoacidosis. Her highest blood glucose level was 499 mg/dl approximately. Moreover, the infusion set had been used for 2-3 days approximately. During hospitalization, the patient received fluids of saline (3 bags of saline), insulin drip and low dextrose as corrective treatment, which resolved the issue. On (B)(6) 2021, the patient was released from the hospital with no permanent damage. Further, she did not notice any damage to the infusion sets when the package was first opened. Therefore, they replaced the infusion set and the insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.